Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins migrated. The ins was now back to where it was originally implanted up against the vertebrae and was causing the patient pain. The issue occurred in 2016, about two weeks prior to (B)(6) 2016. It was noted that the patient had been moving around quite a bit lately. The patient was calling the manufacturer to speak to a manufacturer representative about either having the ins moved or removed. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.